Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with a gastrointestinal bleed. The patient was admitted for 8 days and fresh frozen plasma was administered. The patient's inr at time of the event was 2.0. A push enteroscopy was completed and the upper bleed was thought to be due to arteriovenous malformations. The bleeding resolved and patient was discharged. No further information was provided.